Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leak was reported approximately 30 minutes into continuous renal replacement therapy with continuous veno-venous hemodiafiltration (cvvhdf) using a prismaflex m150 set. The bedside nurse attempted to turn the temperature up on the machine, which caused foam in the chamber. The machine alarmed high pressure and the nurse attempted to adjust the blood flow rate. This is when "the connection on the top of the filter blew off" leading to an external blood leak. The amount of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.